Event description:
On (B)(6) 2012, the pt reported that the down button on her infusion device was not functioning properly. The pt first noticed the button would not function while trying to adjust her temporary basal rate on (B)(6) 2012. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for eval.